Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left capsular contracture, baker grade unknown, and exchange due to patient's concerns with the product. Device explanted.

Event description:
Healthcare professional reported left capsular contracture, baker grade unknown, and exchange due to patient's concerns with the product. Healthcare professional later reported capsular contracture baker grade IV. Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.